Event description:
It was reported that the patient presented to the clinic after receiving an alert for non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.